Manufacturer narrative:
MFR ref no.: (B)(4). The device has been rec'd by baxter for eval. The veal has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump had intermittent power cords. It was also reported there was no pt injury.